Manufacturer narrative:
(B)(4). The customer reported that there was no audio on the monitor, and the appropriate inop was shown on the display. In an abundance of caution, we will report audio loss even though a visual warning is provided. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no audio on the monitor. In an abundance of caution, we will report audio loss even though a visual warning is provided. No pt harm was reported.